Manufacturer narrative:
The most likely cause of the type iiib endoleak of the cuff was found to be user related due to off-label neck anatomy and the cautionary product use condition of calcifications within the neck, and revision of a pre-existing graft. No procedure related harms could be found. It was noted that the patient has not had a re-intervention and is still being monitored. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially implanted with a bifurcated stent, a limb extension and a suprarenal aortic extension. A computerized tomography (CT) showed a type iiib endoleak of the suprarenal cuff. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.